Event description:
Philips received a complaint from the customer on the v60 indicating that when the device is connected to a tank, it shows a no o2 error. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the device is displaying no oxygen available when connected to the oxygen tank. The rse advised the customer to connect to wall oxygen and confirm the unit is displaying an o2 inlet pressure of approximately 50 psi. Advised customer to connect to the oxygen tank and it was reading 90 psi. Advised customer to shut the v60 off and disconnect from the oxygen source and to adjust the oxygen regulator to 50 psi and retest. Biomed is now reporting the v60 is operating as expected after adjusting the oxygen regulator. The device passed the required performance verification tests per philips standards and was returned to service. Based on the information provided, the customer's alleged malfunction was determined to be a user error. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.